Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was a part of system revision due to infection. Reportedly, the source of infection is unknown. A revision was performed. No additional adverse patient effects were reported. The ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery. This supplemental is being filed as the product was returned. However, no analysis was performed as reported allegations of infection were known inherent risk of device.

Event description:
It was reported that this right atrial (ra) lead was a part of system revision due to infection. Reportedly, the source of infection is unknown. A revision was performed. No additional adverse patient effects were reported. The ra lead was explanted.